Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's problem was duplicated while latching cassette. Downstream occlusion (dso) sensor was found to be sitting at 3 mv confirming a short. Service recommended replacing dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No patient was involved in this event. No adverse effects were reported.